Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the treatment of an iliac aneurysm. Aneurysm morphology is unk. The vessel was severely calcified. The pt had a history of severe cardiovascular disease. It was reported that the pt was discharged from the hosp however 13 days post stent graft implant the pt collapsed due to a myocardium infarction. An autopsy was performed with the immediate cause of death is myocardial infarction, congestive heart failure and other significant conditions contributing to death but not the underlying cause given previously is occlusion of the aortic endograft.